Event description:
A report was received that the patient underwent an ipg revision procedure due to premature battery depletion. Premature battery depletion was confirmed by database analysis. The patient was experiencing battery soreness at top of ipg site. The physician implanted patient with a new ipg and the patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.